Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (b)94), product type programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the controller had shut itself off. It wouldn't charge. It took 3 hours of turning it off/on to charge the ins. They tried to reset the controller multiple times. The patient then reported that it shut the ins off. They noticed the controller said stimulation off and they verified that there was a charge in the ins battery. They didn't know how much, but it was suggested that they have the ins checked.